Event description:
Surgeon reported unexpected outcome, after prk surgery on one pt. Follow up info provided showed an overcorrection, corneal haze, and pt reported blurry vision and ghosting at 11 day post-op visit. This report references the left eye. Right eye has been reported under manufacturer report # 3003288808-2011-00376.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).